Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a acute myocardial infarction (ami) patient, ¿leak in iab circuit¿ alarm was generated and blood was noted in the extracorporeal and extender tubing. Removed iab and discontinued therapy. There was no patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a acute myocardial infarction (ami) patient, ¿leak in iab circuit¿ alarm was generated and blood was noted in the extracorporeal and extender tubing. Removed iab and discontinued therapy. There was no patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a acute myocardial infarction (ami) patient, ¿leak in iab circuit¿ alarm was generated and blood was noted in the extracorporeal and extender tubing. Removed iab and discontinued therapy. There was no patient injury was reported.